Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff indicated that a fragment from the permanent cautery spatula instrument broke off and fell into the patient. At the time the event was reported to intuitive surgical inc. (Isi), the broken fragment had not been retrieved and the surgical staff was in the process of locating the fragment.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. On (B)(6) 2013, isi contacted the isi clinical sales representative (csr) assigned to the site. The csr indicated that she was present during the surgical procedure. However, after the fragment from the instrument broke off and fell into the patient, she stepped out of the operating room. She was unable to provide any additional information regarding the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that a fragment from the permanent cautery spatula instrument broke off and fell into the patient. At this time, it is unknown if the fragment was retrieved and what interventions were taken to search for the broken fragment.